Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:01:11. During night drain cycle seven, the patient's ultrafiltration reading was 1668ml, indicating the home patient (hp) drained 1443ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a follow-up report will be submitted.